Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer was unable to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. Unable to verify compromised force sensor system alarm due to cracked end cap. All of the buttons are functioning properly and no damage was found on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The insulin pump had minor scratched display window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.